Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that during the procedure of balloon angioplasty for ais (acute ischemic stroke) in the (B)(6) male coma patient, after bringing the catheter to left va(vertebral artery) tip of the subject guidewire was advanced distal to the left pca (posterior communicating artery) p2 segment. And then balloon angioplasty was performed. When the operator was retracting the subject guidewire out of patient's body to finish the procedure after the balloon catheter was retracted from patients anatomy, the 3cm from tip of the subject guidewire was fractured. The patient was reprepared for angiography and the operator tried to use a stent to take out the fractured guidewire part from patients anatomy but failed. And the fractured guidewire part was felt at left va (vertebral artery) v2 segment. Before the procedure, the patient was in coma. The guidewire was not able to be withdrawn in the procedure, so the operator discussed this case with the patient's relative and the relative agreed to finish the procedure. This adverse event maybe resulted in inpatient hospitalization or prolongation of existing hospitalization of the patient. After the procedure, the patient recovered from the coma for a short time but then had pulmonary infection which resulted in the death of the patient approximately 2-3-month post-procedure as the patient already left the hospital so the exact time could not be confirmed. In the physician's opinion the stryker guidewire did not cause the patient death.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during balloon angioplasty for ais (acute ischemic stroke) after balloon dilatation, the tip of the subject guidewire was fractured at the left va (vertebral artery) v2 segment. The operator tried to use a retriever stent (solitaire ab) to take it out but failed, so the fractured part of the subject guidewire was left in the patient's body. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the guidewire tip was shaped 45 degrees, no friction/resistance or any other difficulties were encountered during the procedure prior to the reported event, the percentage stenosis and calcification at the lesion where the issue occurred was more than 90%, and the guidewire was found fractured after taking the balloon and preparing to do angiography. While there are a number of potential causes for the reported issue of guidewire broken/fractured during use and un-retrieved device fragments, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure of balloon angioplasty for ais (acute ischemic stroke) in the 80-year-old male coma patient, after bringing the catheter to left va(vertebral artery) tip of the subject guidewire was advanced distal to the left pca (posterior communicating artery) p2 segment. And then balloon angioplasty was performed. When the operator was retracting the subject guidewire out of patient's body to finish the procedure after the balloon catheter was retracted from patient¿s anatomy, the 3cm from tip of the subject guidewire was fractured. The patient was reprepared for angiography and the operator tried to use a stent to take out the fractured guidewire part from patient¿s anatomy but failed. And the fractured guidewire part was felt at left va (vertebral artery) v2 segment. Before the procedure, the patient was in coma. The guidewire was not able to be withdrawn in the procedure, so the operator discussed this case with the patient's relative and the relative agreed to finish the procedure. This adverse event maybe resulted in inpatient hospitalization or prolongation of existing hospitalization of the patient. After the procedure, the patient recovered from the coma for a short time but then had pulmonary infection which resulted in the death of the patient approximately 2-3-month post-procedure as the patient already left the hospital so the exact time could not be confirmed. In the physician's opinion the stryker guidewire did not cause the patient death.